Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s lead was removed on (B)(6) of 2009 because of inadequate paresthesia. Additional information has been requested, but was not available as of the date of this report.